Manufacturer narrative:
Investigation: used test and analysis equipment: -microscope "keyence- vhx 600 d" -digital-camera "panasonic dmc tz8 -quintex drill bit sc430r -microlan 100 -microlan hand piece straight -cube of beech wood. First we made a visual inspection. Here we found no bending or other damages. In the next step we made a functionally test. We adjusted the drill guiding sleeve and made a clockwise trial drilling into the wood cube. The system worked as intended. After that, we changed the direction to anti clockwise and made a trial drilling again. The drill penetrates the wood too, but after a short time the sleeve moved along with the drill into counter clockwise direction downwards. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the problem was caused through the wrong drilling direction (counter clockwise, motor wrong setted) and is therefore user related. There is a notice in the system IFU, which gives a hint of the counter clockwise thread of the drill guide. By this it is clear, that during operating with the wrong drill direction there is a risk, that the sleeve moves downwards. So the drill hole can be further deepened as scheduled. Corrective action: according to sa-de13-m-4-2-01-000-0 a CAPA was requested.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). The sleeve became entrained during intra-operative drilling. Surgeon noticed this occurring when he was in the bone. During testing outside of the surgical site, using a clockwise rotation resulted in the inlay rotating up to the stop. It was reported that the motor had a counter clockwise rotation. No patient injury or surgical delays. Additional components: sc430r / quintex drill bit d2.9mm. Ga553 / microlan 100 pneumatic motor. Sc424r / quintex adjustable double drill guide. Gd450m / micro-line straight hdpc 1:1 f/2.35x70mm.